Event description:
It was reported that patient was experiencing mid-sternal chest pain that was worsened by positional changes. An x-ray showed potential movement of the atrial lead; elevated atrial thresholds were also noted. A revision to reposition the atrial lead was done and the lead remains in use. The patient is a participant in the system longevity study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.